Event description:
Information received by medtronic indicated that the insulin pump was under delivering due to which they had experienced high blood glucose levels. The current blood glucose level was 294 mg/dl and treated with manual injections. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.